Event description:
A hospital in (B)(6) reported via our distributor that they found leakage around the water feedset tube, just below the spike adaptor of an mr290 autofeed humidification chamber. No patient consequence was reported.

Manufacturer narrative:
Initial implant date is known only as (B)(6) 2009. Initial surgery was done at a different hospital. The serial number and size of the device are unknown; therefore, the DHR cannot be done until the serial number is unknown. If the device is deemed safe for return, it will be dismantled for the serial number and the DHR review will be done. Requested confirmation of possible infection (source and type). Requested pathology reports if available. This event was determined to be reportable per edwards lifesciences procedures. Customer letter required. Device not returned.

Manufacturer narrative:
On 07/30/2010, (B)(4) office received information from sales rep that the source of the infection was (B)(6). It was also reported that the doctor commented that there was no known infection or evidence of any strain of bacterium found.on 08/05/2010, requested copies of pathology report or tests to confirm above statements. Also requested method of treatment for returned device to ensure safety prior to handling for evaluation.

Event description:
Reportedly, the device was explanted after an implant duration of approximately 11 months due to a paravalvular leak. Per the cer: it was reported that in (B)(6) of 2009, the "perimount plus 6900p (size unknown) was implanted for mitral valve repair to correct mitral regurgitation. This was a second valve replacement for this patient. In 2008, the patient had the first valve replacement at the same hospital. First device make and model is unknown. But after the surgery, regurgitation and hemolysis were observed and it led to the mitral valve repair in 2009. In (B)(6) 2010, the patient was referred to (B)(6) hospital for another surgery due to paravalvular leakage, symptoms of healed infectious endocarditis, and leakage from the central area of the valve. Perimount plus 6900p was explanted for mitral valve replacement due to mitral stenosis regurgitation on (B)(6) 2010. Another perimount plus 6900pj25 was implanted as a replacement. Upon explant, the condition of the device was described as: tissue growth like pannus were observed at the inflow side of the explanted valve, which seemed to be the traces of healed ie. Traces of paravalvular leakage were also observed. Customer commented that this explant was not device related. Customer also requested evaluation reports as they would like to use them for the patient's future medical care.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Evaluation summary: (B)(6) 2010 - deposits of tissue-like growth is evident at the inflow aspect of all three leaflets. No other inconsistencies detected. The valve will be sent to rd for observation. (Infection suspected - per r&d request during erb (B)(6) 2010 resoak in formalin prior to handling). (B)(6) 2010 - research and development completed the histology analysis and concluded with the following: this valve was reportedly explanted after approximately (B)(6) months due to "paravalvular leakage". A histology evaluation was requested. No leaflet tissue calcification is evident by x-ray imaging or histology. The yellowish-white material attached on the leaflet surface on the inflow side of the valve was confirmed to be thrombotic material associated with a large amount of inflammatory cells. Thrombosis in a bioprosthetic valve is a rare incident, and is usually located on the outflow side of the valve, which is different from that observed in this valve. The large amount of host inflammatory cells observed indicates a chronic reaction, possibly triggered by the reported infective endocarditis. Chronic thrombosis can be triggered by endocarditis after replacement heart valve implantation. Given that the patient had an episode of endocarditis prior to valve explantation, it seems probable that the endocarditis-mediated inflammatory response contributed to the thrombosis and tissue degeneration observed. Late prosthetic valve endocarditis, occurring more than 60 days after surgery, is usually caused by an infection which occurs elsewhere in the body, and then seeds the valve. The most frequent causes are dental procedures, urological infections and interventions, and indwelling catheters. Edwards lifesciences has validated methods for sterilization of all devices which ensures product sterility. In this case, the source of the infection was confirmed by the customer as "streptococcus faecalis". Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Pannus occurring prior to 12 months is rare and suggests patient factors may have played a significant role. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. Corrected data: method: x-ray.